Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing date: september 15, 2011 review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The raw materials, which were delivered as lot 55484 for (B)(4) and 101057187 for (B)(4) are corresponding to the specifications. The hardness was measured at the time of manufacturing at 48.5 hrc for (B)(4) and was found to be good. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation evaluation was completed: the matrix distractor rack (part 03.632.087, lot t965691) was returned with the distraction pin broken off from the offset arm joint at the weld. The thin wall section of the offset arm containing the pin also contained a crack, originating at the distal end and propagating proximally. Replication of the complaint condition is not applicable. The complaint is confirmed. The distractor rack is used to distract the inter-body disc space for posterior inter-body fusion. Product drawings were reviewed. The assembly drawing for the fix offset arm specifies an all-around laser weld at the distraction pin and offset arm joint. The laser weld does not have a loading requirement and/or depth penetration and the edges are not guaranteed to be sharp at the location of the weld. In addition no verification/validation could be found for the distractor rack. The weld design may be inadequate for the application of the instrument. Device history record review showed there were no issues during the manufacturing of the product that would have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that the post portion of the toothed rack ratchet distractor which inserts into distractor tips for screw heads snapped off during an unknown surgical procedure. The event occurred during the intended use of the instrument whilst distracting the operative disc space after the screws and been implanted into the pedicles of the superior and inferior vertebra and the distractor tips connected to these screw heads. When distraction was applied via the ratchet mechanism the post failed. The event resulted in a one minute surgical delay. There was no patient harm and the surgery was completed with a similar instrument. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. (B)(6). Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.